Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty, left side on (B)(6) 2002 and the right side november 19, 2002. A left hip revision procedure was performed on (B)(6) 2005 due to alleged unspecified failure of hip prosthesis. The head and stem were removed and replaced. A bilateral revision procedure was performed(B)(6) 2012 allegedly due to metallosis, elevated metal ion levels, and acetabular bone loss. Additional information provided in medical records state there was a presence of black fluid and black/grey synovium around both hips. It was noted that the left hip had bone loss/osteolysis around acetabulum. The left head and cup and right head and cup were removed and the cups were replaced with competitor product and the heads were replaced with biomet heads. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2013-00047-1, 00050-1/ 00051-1 & 01735/01736).